Manufacturer narrative:
Customer report was received on (B)(6) 2019 ((B)(4)) stating the hemotherm heater-cooler stopped working during a procedure. The hemotherm device alarmed the "ee03" code for "cool thermistor discrepancy." The issue was corrected by replacing the thermistor. Customer reported there was no patient harm.

Event description:
Customer reported the hemotherm stopped working during a procedure and alarmed with the ee03 alarm code.